Manufacturer narrative:
Pump passed displacement test and self test. Pump received with moisture damage on electronics and motor assembly, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
Customer reported via phone call that pump exposed to fluid. Pump was in the toilet for at least an hour the customer¿s blood glucose level was 360 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.